Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to make sure new product replacement resolved the customer original concern and meter is not displaying high result as well as customer's condition. Customer is satisfied with the new product glucose readings.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 90-100mg/dl fasting. Verified the strips expire 3/19/2017. Customer confirms the strips have been properly stored. Customer is unable to confirm the exact open date of the test strips, she did confirm the strips have not been opened for more than 4 months. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with 397mg/dl on (B)(6) 2015 02:20:00 pm. Customer stated she had gone to the emergency room, as directed by her doctor, in the middle of the night because she was feeling shaky with other signs of hyperglycemia: and obtained a 397mg/dl. Customer admitted to having a steroid injection of the lumbar spine (B)(6) 2016 at approximately. Customer states prior to the procedure her result with the facilities meter was 117mg/dl. Customer states due to the pain in her legs she has had a decrease in physical activities.